Manufacturer narrative:
D4: lot #: the lot was either 60376075 or 60388174. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had "split" inside the silver overpouch. This was discovered before patient use. The bag leaked at the bottom near the ports; however, there were no visible tears or holes found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot 60388174 was manufactured from august 12, 2022 to august 13, 2022. H4: the suspected lot 60376075 was manufactured from june 19, 2022 to june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.